Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial and ventricular noise was observed on stored intracardiac electrograms. The pulse generator was explanted and replaced on (B)(6) 2014 during bypass surgery. The patient was in stable condition.